Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdsf008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing attached to the needle showed evidence of cracking. (B)(6) 2019-it was reported the facility uses a 3m dressing that covers the port access site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdsf008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing attached to the needle showed evidence of cracking. (B)(6) 2019. It was reported the facility uses a 3m dressing that covers the port access site.